Manufacturer narrative:
The field service representative (fsr) suggested to the user facility's biomedical engineer (biomed), the issue may be with the display board. The biomed is trained by the manufacturer and will be repairing the unit at the hospital.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia monitor turned on but the customer could not toggle through the settings. As a result, an alternate system was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.